Event description:
It was reported that during an ion endoluminal lung biopsy, the patient experienced asystole and expired. There were two target nodules. The biopsy of the first nodule in the left upper lobe went smoothly. However, during the biopsy of the second nodule in the right upper lobe, the patient experienced asystole cardiac arrest. Multiple rounds of cardiopulmonary resuscitation were immediately performed, including administration of epinephrine and defibrillation; however, were unsuccessful. The patient passed away. There was no report of any issues with the ion system, instruments or accessories. The physician stated that the patient had evidence of coronary artery disease and squamous cell lung cancer that was presumed to be stage 4 because a recent CT scan showed potential metastasis to the brain. The patient had been in remission; ion biopsy was being performed to determine if there was recurrence or not of the lung cancer. Prior treatments included radiation and chemotherapy.

Manufacturer narrative:
Ion system logs are not available for review. An intuitive surgical medical safety officer (mso) review of the event concluded that the patient underwent an ion biopsy of a left upper lobe nodule and right upper lobe nodule. The left upper lobe biopsy was completed without issue. During the right upper lobe biopsy the patient experienced asystole. Efforts at resuscitation were unsuccessful and the patient died. There was no reported malfunction of the ion system, instruments or accessories. Based on the available data the event was procedure related and not device related in the setting of significant medical co-morbidities including metastatic squamous cell lung cancer with findings consistent with brain metastases treated with chemotherapy and radiation and coronary artery disease. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. ---facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). ---ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. ---folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. ---kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. ---brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.